Event description:
A (B)(6) female pt was implanted with a gore-tex vascular graft in the abdomen. It was reported to gore that the pt experienced persistent seroma. After graft placement, the pt had to continually return to have the fluid drained. It was reported to be up to 300cc's per week. On (B)(6) 2010, the graft was explanted and replaced with a dacron graft and is being returned to gore for eval.

Manufacturer narrative:
Device eval anticipated, but not yet completed.